Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user hematocrit outside of range. Customer has anemia. Manufacturer contacted customer with a phone call within 24 hours on (B)(6) 2016 for knowing customer's condition; the customer stated the condition had improved and she was not having any diabetic symptoms at that time. At call back on (B)(6) 2016, the customer stated the condition had improved and was not having any diabetic symptoms at that time. The customer stated that went to see the doctor on (B)(6) 2016. Customer stated the doctor performed a blood glucose test and the result was 253 mg/dl. Customer was not fasting. Customer stated the doctor said the result was high but did not give any medications or instructions. Customer left the doctor's office after the test and not hospitalization required.

Event description:
Consumer reported complaint for e-0 error message. Daughter is calling on behalf of the customer. During the call on (B)(6) 2016, the customer's daughter stated that the mother was not feeling well and that feels weak. Customer's daughter was not sure if it is related to the mother's diabetes. Customer's daughter was advised to end the call and seek medical attention for her mother. The customer's expected fasting/non-fasting blood glucose test result range was undisclosed. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date and open vial date were both undisclosed. The meter memory was not reviewed for previous test result history: undisclosed. Memory concerns: undisclosed.